Event description:
It was reported that, during a flowonix pump explant (with a replacement with a medtronic pump), there was difficulty connecting the medtronic catheter to the flowonix catheter. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).